Event description:
The patient reported she experienced muscle pain while using the bone stimulator. When she removes the unit, the pain stops. Customer service called and spoke with the patient. The patient stated that the pain started on the first day she used the unit. Pain level is 8 or 9. The patient has not increased her daily activity. Patient spoke with her doctor, and he told her he had never heard of this. The patient takes muscle relaxers for pain. Advised patient to conduct a time test at one-hour increments after her pain subsides. 1 hour per day for the first 3 days. If she does not experience any pain, she should increase treatment time by 1 hour each day after that. Advised the patient to call back with any issues during the time test. No further consequences were reported. The spinalpak assembly was not returned for evaluation.

Manufacturer narrative:
Section b3: the date of the event is unknown and is estimated to have occurred in (B)(6) 2026. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.